Event description:
The powercross balloon burst while inflating inside a stent. Upon removal the powercross balloon, bunched at the end of the sheath. Investigation of the returned device on (B)(6), 2014 found the powercross catheter balloon material exhibited a circumferential tear between 3mm and 4mm from the distal edge of the proximal balloon bond.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.